Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01720. 1. Section h. Box 1. Type of reportable event this report is associated with MFR report number: 3005168196-2020-01719 h3 other text : placeholder

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, distal embolization, neurological deficits including stroke, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01719.

Event description:
During post-market surveillance activities, penumbra inc. Became aware on (B)(6) 2020 of a neuroradiology journal article titled, ¿thrombectomy for m2 occlusions and the role of the dominant branch¿ (afonso et al. 2019). This article is a retrospective analysis of thirty patients with acute ischemic stroke (ais) resulting from occlusion of the m2 segment of the middle cerebral artery (mca). Procedures were reported to take place between (B)(6) 2012 and (B)(6) 2018 involving a penumbra system ace 64 reperfusion catheter (ace64), a neuron max 6f 088 long sheath (neuron max), a penumbra system 3max reperfusion catheter (3maxc), a non-penumbra sheath, stent retrievers. On page 700, table 1 indicates that complete m2 branch recanalization was not achieved after a maximum of ten passes using the ace64 in patient 15. Table 1 also indicates that after complete m2 branch recanalization, emboli was present in the right a2 segment of the anterior cerebral artery (aca) in patient 16 and in patient 30 following the use of the ace64. However, there is no allegation within the article that a malfunction of any penumbra device occurred. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.